Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms heavy damage to the locking detail due to attempting to insert of the device. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of the complaint history for the listed part revealed no prior complaints for this batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a total knee surgery the insert could not be implanted properly in place, a same size backup device was used to complete the surgery. No patient injury or other complications were reported.